Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found for iui disconnected,when putting 4 lvp and run all 4 channel ID show up. Replaced keypad. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 08/19/2019 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA#'s noted for the following parts replaced that have an already existing CAPA: 1120033 for unresponsive keys.

Event description:
The customer reported that the device shows disconnected when putting on the iui connectors. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 08/19/2019 to the present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device keys.

Event description:
The customer reported that the device shows disconnected when putting on the iui connectors. There was no patient involvement.